Manufacturer narrative:
Conclusion: vasospasm and acute occlusion are known and anticipated complications with this type of procedure and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a (B)(4). The info available regarding this event is limited to the procedural reports provided by the hosp.

Event description:
This pt was treated for an occluded right ica original occlusion, with a majority of the affected vessels being successfully revascularized (timi 2). On an immediate f/u angiogram, a minor non-flow limiting vasospasm was noted in the right m1 and m2 branch. Additionally, a lateral angiogram demonstrated a non-opacified pericallosal artery suggesting a new occlusion of a previously unaffected territory. The physician reviewing the scan felt the vasospasm was possibly related to the penumbra system, but the relationship to the angiographic procedure was uncertain. The occlusion of the pericallosal artery was possibly related to the penumbra system, but unrelated to the angiographic procedure. Both events were deemed non-serious adverse events requiring no additional action and resolving on the same date.